Manufacturer narrative:
Information was received that at the time of the event the unit was being used on a patient. The patient was being transported when the issue occurred. Reportedly, the unit shut off. The patient was removed from the ventilator and manually ventilated before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No further patient information was provided.

Event description:
It was reported that the ventilator stopped ventilating while in transport. Additional information about the event has been requested. Although requested, it is unknown if a patient was connected to the ventilator at the time of the event. No harm reported. The service provider (sp) inspected the device the sp was unable to duplicate the reported issue. The sp found that the touchscreen and rear bezel were cracked. The sp replaced the touchscreen and front bezel. The unit passed all testing.

Manufacturer narrative:
Type of reported complaint changed to product problem due to no harm to patient.